Manufacturer narrative:
Investigation summary: device history record review was performed and correct unit label as per current procedure was confirmed to have been used during the manufacture of batch #9018662 (p/n 309649). Root cause description: based on the investigation, bd was able to confirm that the batch provided has the correct label artwork content. The supplier specification has not bee updated with the correct label artwork.

Event description:
It was reported that the artwork on the pouch does not comply with artwork in sop with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: during incoming inspection of material 969616 batch 0021188266 it was detected that the artwork of the pouch does not comply according to the artwork detailed in the ds-sop- 17335.